Event description:
Customer's 10pm blood glucose = 586mg/dl. Customer dosed with 20 units r insulin. At 6am customer was cold, sweaty moaning and unresponsive. Several blood glucose readings = 171mg/dl, 231mg/dl, 253mg/dl, 232mg/dl. Customer's family member administered 2 tablespoons of sugar and orange juice to raise blood glucose level. It is unknown if controls were in use. A request was made for the return of the suspect device and replacement product was sent.